Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion/expulsion of essure of device') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, tendonitis, vaginal discomfort, uterine bleeding, menstruation irregular, dyspareunia, ovarian cyst ruptured, loop electrosurgical excision procedure (leep (B)(6) , essure (B)(6)), back pain, constipation, diarrhea, uti, lower abdominal tenderness, nausea, anxiety, pyelonephritis and hematoma. Negative sono negative for leukocytosis. Concomitant products included alprazolam (xanax) from (B)(6) to (B)(6) , cefalexin monohydrate (keflex), clonazepam (klonopin), ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norgestimate (ortho tri-cyclen) and fluoxetine hydrochloride (prozac) since (B)(6) . In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy (unilateral), hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, vaginal discharge, dysmenorrhoea, abdominal pain upper and vulvovaginal pain outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain upper, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: number of coils trailing on r:4, number of coils trailing on l:10, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet and medical record received. New reporter added. New event abnormal bleeding (vaginal), dysmenorrhea (cramping), stomach pain and vaginal pain were added. Event outcome updated. Medical history and concomitant drugs were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion/expulsion of essure of device') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, tendonitis, vaginal discomfort, uterine bleeding, menstruation irregular, dyspareunia, ovarian cyst ruptured, loop electrosurgical excision procedure (leep 2004, essure 2008), back pain, constipation, diarrhea, uti, lower abdominal tenderness, nausea, anxiety, pyelonephritis and hematoma. Negative sono negative for leukocytosis. Concomitant products included alprazolam (xanax) from 2007 to 2017, cefalexin monohydrate (keflex), clonazepam (klonopin), ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norgestimate (ortho tri-cyclen) and fluoxetine hydrochloride (prozac) since 2017. In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and haematoma infection ("hematoma infection"). On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy (unilateral), hysterectomy (full)). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, vaginal discharge, dysmenorrhoea, abdominal pain upper, vulvovaginal pain and haematoma infection outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain upper, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, haematoma infection, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: number of coils trailing on r:4, number of coils trailing on l:10, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received- new event hematoma infection was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (unilateral),hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion and vaginal discharge outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: event injury was updated to events: dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, expulsion and vaginal discharge. Essure implant and explant date were added. Outcome for events dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.